Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: first unknown mentor gel prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had unknown mentor gel protheses implanted and underwent replacement on (B)(6) 2018. Full bilateral capsulectomy was indicated. In the absence of clarifying information, it cannot be determined why these devices were replaced. However, replacement of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for the second of the two prostheses. See manufacturer report number: 1645337-2018-04185 for contralateral prosthesis report.